Event description:
The complainant, a physician, reported that when he was attempting to remove a 14 fr niceflo sacks-vine gastrostomy tube, sligo list #m181 (similar to the ross peg tube, list #226) he intentionally cut the tube. The physician reported that he expected the bumper to pass through the patient's gi tract, as cutting the tube from the bumper has been his practice in the past. In this case, the severed bumper did not pass through the patient's gi tract, but rather resulted in a mechanical obstruction of the ileum. The bumper was then removed from the patient surgically. The patient was reported to have a medical history of cancer of the large intestine. No other patient information was provided. This is considered an adverse event related to disregarding the instructions for use and removal of the device, which is use error.